Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the rim has broken off around the hub causing the tire to come off of the wheel.